Event description:
It was reported that the customer was hospitalized twice. On the first occasion, the customer was hospitalized due to hypoglycemia and erratic blood pressure. The reported blood glucose reading was 15 mg/dl. On the second occasion, the customer was hospitalized due to hyperglycemia and erratic blood pressure. The reported blood glucose reading was 400 mg/dl. The second event occurred on (B)(6) 2010. At the time of the report, the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.